Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Device event record indicated that the patient was wearing the wcd system during the asystole episode. Wcd is not indicated for the treatment of asystole. Patient death was not related to wcd performance.

Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue.customer care spoke with the patient's caregiver who reported that the patient was speaking in tongues before the event. Patient's caregiver went to do some laundry and when the ems arrived they pronounced patient dead. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.